Event description:
It was reported that a 69 yo female patient, initial right shoulder implanted in (B)(6) 2023, underwent a revision procedure in (B)(6) 2025, approximately 1 year 6 months post the initial procedure. The revision was due to pain and impingement. The surgeon replaced the glenosphere, liner, and adaptor tray to size 42. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return as they were discarded by the hospital. No device images were able to be obtained. No further information.

Manufacturer narrative:
D10: concomitants: 320-01-38 - equinoxe reverse 38mm glenosphere. 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. 321-52-07 - 3.2mm drill bit sterile. 320-20-00 - eq reverse torque defining screw kit. 320-15-01 - eq rev glenoid plate. 315-35-00 - glnd kwire. 320-10-00 - equinoxe reverse. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
H3: the reason for the pain and impingement reported cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 problem code and component code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6a. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.